Event description:
It was reported the inner cannula was removed from patient's tracheostomy tube for cleaning and found to have "partially broke". No adverse effects reported.

Manufacturer narrative:
Other text: device evaluation- one used sample was returned for evaluation. The device was examined; this showed the device pull rings were damaged. The reported issue could be confirmed during examination. The investigation included a review of the manufacturing process; this showed no process operation that would induce damage to the molded ring/hub area. The manufacturing process includes a 100% examination of the hub molded area; the hubs are checked for damage and molding issues. The investigation determined the most likely cause of the issue was damage occurring during use.